Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant attempt, when opening the box the physician noted that the screw on the lead was out and damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.